Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a replace system controller and driveline fault alarm were confirmed via analysis of the submitted log file. The submitted log file contained approximately 15 days of data (19jul2021 ¿ 04aug2021 per the timestamp). The log file captured a replace system controller alarm on 01aug2021 at 02:43:15 due to an lcd fault. The alarm resolved on its own. The log file also captured a driveline fault alarm on 03aug2021 from 12:57:11 to 01:04:02 due to phase 2 measuring higher then phases 1 and 3. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for evaluation. Multiple attempts were made to obtain additional information (including if the system controller was exchanged and if the system controller will be returned for evaluation); however, no response was received. The root cause of the reported replace system controller alarm could not be conclusively determined through this analysis. Reports of similar issues related to lcd faults are being tracked and monitored. The root cause of the reported driveline fault alarm could not be conclusively determined through this analysis; however, the reported event appears to be related to an issue with the system controller. Similar events related to driveline faults have been identified and the issue has been addressed via a corrective and preventative action (CAPA). The system controller was manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19feb2015. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including the replace system controller, driveline fault, and no external power, pump off, low speed, and low flow alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-04628. It was reported that the patient experienced pump off alarms while connected to the mobile power unit (mpu). The patient also had a replace system controller alarm on (B)(6) 2021 and another replace system controller alarm on (B)(6) 2021 with a driveline fault alarm, and then later with pump off alarms. The patient also reported elevated pump watts as high as 14 with pulsatility index (pi) events. Technical services reviewed the log file and stated there were intermittent driveline faults, as well as an abnormal pump stop event during elevated power readings. The data showed a pump stop occurred on (B)(6) 2021 at 1:05am. There are two possible reasons for this type of event. The first is the momentary pump stop may have been caused by a high current event. The second potential circumstance regarding the pump stop event could be with the percutaneous lead. X-rays submitted for review contained no obvious areas of concern. The replace system controller alarm was associated with an lcd fault and the driveline fault alarm appeared to be due to an issue with the system controller.